Event description:
3b medical, inc. Dba react health was contacted by a patient who stated that their CPAP nose mask was ¿causing a severe rash or acne.¿ no further details were provided. Additionally, the patient did not provide any information regarding the mask being used. As a result, section d4 (model number, catalog number, lot number and UDI number) and section d1 (brand name) are "unknown". 3b medical inc has made multiple attempts through email (no phone number was provided), to contact the patient in order to obtain additional information about the event, but no response has been received. There was no allegation of patient harm due to the reported issue, nor did the patient state that any medical intervention/treatment was necessary. 3b medical, inc. Is reporting this event out of an abundance of caution. The patient contacted 3b medical inc directly, as a result, section e1 name, address and phone are all na to protect their privacy. The mask has not been returned to 3b medical inc or the manufacturer for an evaluation. The cause of the reported issue could not be determined.